Event description:
Note: this report pertains to second of two devices that were used during the same procedure. An endovive standard peg kit was used during a peg placement procedure on a pt in early 2008. According to the complainant, "during the procedure, [while] taking the safety scalpel out of the package, they noticed the scalpel was locked and they could not use the device." A second device was chosen and resulted with the same issue and the physician was able to complete the procedure by using the third safety scalpel device. No complications were reported as a result of the event.

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available. The relationship between the device and the event is undetermined. A search of the complaint database revealed one additional complaint recorded for this lot, for the same issue, from the same customer. The march 2008 15-month endovivie standard peg kit product family complaint trend report, inclusive of all failure modes was reviewed; no adverse trend was noted. See associated MFR report #3005099803-2008-00482 for documentation of the first device used in this procedure. A device history record review revealed; no related issues associated with this complaint.